Event description:
No new information.

Manufacturer narrative:
The complaint of a leak could not be verified from the screenshot that was provided for investigation. The image on the screenshot showed a 20g nexiva IV catheter without the needle. The catheter adapter and septum were circled. A note that accompanied the image indicated that blood was leaking from the circled hub. No blood or leaks could be confirmed from the image. There were no other similar complaints from the implicated lot. Although the image and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
It was reported that nexiva leaked at the septum. 3 different ivs from 2 different boxes, blood leaking from circled hub today when placed in patient. Blood leaking from septum / blood exposure additional information: it was different patients. To clarify, this was a malfunction of the IV catheter not a blood exposure for staff it is stated that 'blood exposure occurred' was the user wearing ppe (gloves)? Yes was there any exposure to mucous membranes or open wounds? No was there any harm/injury related to the reported exposure? No.

Manufacturer narrative:
G.4. K183399; k243403 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.